Manufacturer narrative:
On (B)(6) 2018, mentor has received additional information that the device history record (DHR) of lot number 6869996 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient underwent breast removal of mentor smooth round spectrum saline 525cc saline breast implant that was explanted on (B)(6) 2017. Multiple attempts were made to receive additional information, however, at this time of the report, there is no additional information available.